Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided. The lot number for the device was provided. The device history records and image are currently under review. The device was not returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one week post vena cava filter deployment, the filter was allegedly tilted with a bent filter limb. It was further reported that the patient experienced a pe and expired. No other pertinent patient, medical, or device information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:the device was not returned for evaluation. However, images were provided for review. Imaging shows one filter limb to be bent perpendicular to the filter. Additionally, the filter was noted to be tilted. Therefore, based on the provided information, the investigation can be confirmed for a tilted filter and material deformation. Based on the provided information it can not be confirmed that the patient experienced pe after filter implantation. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: movement, migration or tilt are known complications of vena cava filters. Note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt are known complications of vena cava filters. Filter malposition. Filter tilt. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for current lower extremity deep vein thrombosis and massive gastrointestinal bleeding while on anticoagulation. The anticoagulation was reversed and the patient was at risk for propagation of clot in pulmonary embolism. The vena cava filter was deployed inferior to the renal takeoffs in an upright position in the ivc. Five days post filter deployment a CT contrast angio of the chest demonstrated a tilted filter with one filter limb perpendicular to the vena cava. Subtle pulmonary embolism extending into both pulmonary arteries with extensive clot burden (saddle pe) was demonstrated. Nine days post filter deployment the patient was reported to be on anticoagulation for several days without repeated gastrointestinal bleeding; therefore, a filter retrieval procedure was performed. A snare device was used to capture and retrieve the filter without incident. Contrast injection post filter retrieval did not demonstrate extra vascular contrast. Some time post filter retrieval (date not provided) the patient allegedly expired due to pe.